Event description:
It was reported that an alert triggered due to the lead having high impedance. It was also reported that an x-ray revealed a lead fracture between the device and the puncture site. The physician indicated that during the previous device replacement procedure, the lead was repaired by a splice kit because the lead was cut by a surgical knife. Reprogramming was completed and the lead is not in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.